Manufacturer narrative:
Block b3: exact date unknown, event occurred the last couple of months.

Event description:
It was reported that the patients ipg was bulging outward and causing pain at the pocket site. The patient underwent a revision procedure wherein the physician made a deeper pocket for the ipg. The patient was doing well postoperatively and the device remains implanted.